Event description:
It was reported that during a cholecystectomy procedure, after the clipping, the jaw would not open. Then the surgeon opened the trigger and released. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results for the el5ml instrument confirmed that the instrument was returned closed with one malformed clip in the jaws, the trigger had to be manually assisted to re-open the jaws. The instrument was cycled and fed 13 conforming clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.